Event description:
Pt received from surgery and placed on bedside monitor with normal sinus rhythm. Pt was then placed on an ultra filtration device (cvvhd). After pt was started on treatment a change in rhythm was noted. Pt appeared to be in atrial flutter and was cardioverted and treated with medication. A 12 lead was then done on the pt. The 12 lead indicated nsr. The cvvhd was then turned off and the rhythm went into nsr on the monitor. Changed cabling and monitor module. No change in rhythm. Cvvhd was changed out with no positive results, still atrial flutter. Bio-engineering checked all equipment grounds and found no fault. Bio-engineering then changed the EKG patches. Repositioning and changing the patches did improve the displayed ECG waveform. Slight artifact was still noted on the rhythm.